Event description:
Customer reportedly received the following results on the active system: 16 mg/dl, 20 mg/dl, and 18 mg/dl. Customer tested 190 mg/dl on a professional meter; all results were obtained within 10 minutes of each other. Customer keeps wool with alcohol in an empty active test strip vial; it may be possible that the customer switched the caps on the test strip vials. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).